Event description:
Clinical history: admitted for infected lead. Procedure: the physician was attempting a lead removal case. The md broke three lld-1 devices in a row, then utilized a cook manual which did not work and then attempted to use a lld-e that did not break. The physician eventually had to cut & cap the device/lead and leave it in the pt. So the end of the lld was left inside the cardiac lead. Patient outcome: the pt was reportedly okay proceeding this procedure.

Manufacturer narrative:
Analysis: the llds have been retained by the hospital's risk management department and will not return them to (B)(4) per the rep. The md was reportedly using a lot of force with the lld devices and is relatively new at cardiac lead removal procedures. Md reported "I don't think it had anything to do with the (B)(4) devices" to the rep that was present during this case.